Event description:
It was reported that in medical imaging upon insertion of the PICC into the pt's right cephalic, mid humerus, the introducer curled up and snapped off leaving 3cm in the pt. As a result, the staff opened a new kit and kept access by using a 150cm wire, then passed the sheath. Microvasculature surgery was performed to remove the introducer segment that curled up and snapped off during use resulting in extra sutures. A delay was reported, however, there was no add'l harm to the pt due to this delay. There were no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.